Event description:
Report received of the pump under-delivering in testing in the biomedical dept. The initial complaint from the customer was that the device was returned from clinical service due to the pump alarming when attempting to deliver with a syringe on the secondary line. The nurse changed the secondary infusion to delivery with a bag, and the delivery completed without incident. There was no report of any delivery inaccuracy while in use on a pt.